Event description:
It was reported that during a procedure while the patient was in supine position on the table, it was requested the patient be placed in reverse trendelenburg. When the button was activated, the table section rapidly went to and hit the floor, allegedly. Level button was engaged and table returned to level. Fleet were stationary on the floor and table never flexed. Patient was removed and the table was sent to biomed. There was no report of patient injury or delay in procedure.

Manufacturer narrative:
The table was examined by a berchtold field service technician. The table was visually examined and a performance test of all movement functions was conducted. After performing all tests, the technician could not replicate the complaint. Separately, the tech found the slide software stop out of range allowing the motor to run after it hits the end of travel. Found 1 error in error log relating to sensor error fault.